Event description:
A clinical incident involving an opus magnum was reported to arthrocare corp on (B)(6) 2009. One implant came loose from the bone hole approx two yrs postoperatively. Originally surgery was a distal bicep tendon repair performed full open (not arthroscopically) with the implant being placed in the radius of the forearm. Two years post-op, pt complained of pain. Upon x-ray review, it was noted that the implant was loose and the bicep retracked. A second surgery was performed to explant the anchor and to reattach the bicep to the radius without the use of a bone anchor.

Manufacturer narrative:
The date of implantation was reported as occurring two years prior to date of explantation. Date of implantation is an approximate date of the original procedure provided by arthrocare corp. It was reported, the device was used in an open distal biceps tendon repair and considered off label use of the device. The device was reported as returning for investigation. A follow up report will be provided with the results of the investigation of the returned device. (B)(4).